Manufacturer narrative:
Complaint conclusion: during use of a 5f mynxgrip vascular closure device (vcd), the shuttle did not go down. There was no reported patient injury. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock closed, and the sealant sleeve was observed to have been displaced close to the distal end of the grey handle as received. The condition of the returned device indicates a complete removal of the device and does not match the description of the incident. The sealant, advancer tube, syringe and procedural sheath were not returned with the device. The shuttle cartridge and catheter were inspected for defects/anomalies which may have contributed to the reported failure. No defects/anomalies were observed. Without the return of a complete device, functional testing on the returned device could not be conducted. A product history record (phr) review of f1901404 lot revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Analysis of the returned device does not match the event description. In addition, without the return of the sealant, advancer tube, syringe and procedural sheath, a complete physical evaluation could not be conducted. According to the instructions for use (IFU), which is not intended as a mitigation of risk, insert mynxgrip into the procedural sheath up to the white shaft marker. Inflate the balloon until the black marker is fully visible on the inflation indicator. Close the stopcock. Grasp the handle and withdraw the balloon catheter until the balloon abuts the distal tip of the procedural sheath. Continue to withdraw the balloon catheter until the balloon abuts the arteriotomy or venotomy. Align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. Lay the device down for up to 90 seconds. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
During the use of a 5f mynx grip vascular closure device (vcd), the shuttle does not go down. There was no reported patient injury. The device is expected to be returned for evaluation.